Event description:
The report from the field indicated that the cypher 3.0 x 33 mm stent did not cross the target lesion. There was no reported patient in jury. No additional information was available. Upon receipt of the product, the distal stent struts were noted to be uplifted and the stent delivery system (sds) was noted to be kinked at approximately 15 cm from the distal tip. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.